Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced high blood glucose of 272 mg/dl and 370 mg/dl. The user alleged the insulin pump was under delivering insulin because the basal settings had been changed but when they noticed it was not on basal settings. The customer stated that they were unable to complete the load reservoir process. The customer was treated with the insulin pump. The customer experienced headache and congested throat. Customer had been using an insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump and the reservoir will not be returned for analysis.